Event description:
Procedure: lap appendectomy. According to the reporter: a white part of the instrument fell in the cavity. The surgeon guessed that the falling part seemed to be a white plastic part in the base of the blade. There was not a serious injury as the incident occurred at the end of the procedure. The surgeon picked up the part with a laparoscopic grasper. No extra incision was needed and it took less than 30 minutes to retrieve the part. The pt is fine.